Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076485.

Event description:
It was reported that the spinal cord stimulation leads migrated and displayed high impedances. The patient underwent a revision procedure where both leads were removed and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Lead sn (B)(6) visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Lead sn (B)(6) the lead was analyzed, passed all tests performed, and exhibited normal device characteristics. A labelling review found that lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation leads migrated and displayed high impedances. The patient underwent a revision procedure where both leads were removed and replaced. The patient was doing well postoperatively.